Event description:
It was reported that a catheter issue occurred resulting in a prolonged procedure. The tight target lesion was located the left main. An opticross hd imaging catheter was flushed and air was removed. The catheter was advanced across the target lesion, but when imaging was turned on, the catheter could not produce an image. The device was removed and another opticross hd imaging catheter was introduced, but it also did not produce an image. The catheter was disconnected multiple times and still no image. Thinking the problem might be with the acquisition pc of the installed avvigo+, an avvigo + mobile cart was brought in to use. There was still no image for either catheter with both the avvigo+ tablet or the table side controller. Flushing the catheter did not produce any artifact. There was delayed procedure time. While the catheters were occluding the left main and no image was obtained, st segment elevation occurred. The procedure was completed with an alternate device. There were no medical or surgical interventions. The patient is expected to fully recover.